Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-02377.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, in addition to the procedure itself, patient factors (bicuspid valve, severe valvular calcification, large sov) likely contributed to the pvl and subsequent vascular plug. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed with nominal plus 1ml of volume, landing 100:0 aortic/ventricular (a/v) at the non-coronary cusp (ncc) and 90:10 a/v at the left coronary cusp (lcc). More than moderate paravalvular leak (pvl) was observed post valve deployment. Post dilation was performed with an additional 0.5ml of volume and the valve seated 100:0 a/v, where intended, at both the ncc and lcc sides. Tee indicated moderate pvl. Cine imaging indicated room enough to pass through a 0.035 wire at the ncc side due to heavy calcification. A 10mm amplatzer vascular plug was implanted. The pvl was ¿slightly¿ decrease to mild-moderate. No further intervention was performed for the pvl. The native annular diameter measured 21.2mm by CT with a valve area of 421mm2. Severe valvular calcification was reported. The sinus of valsalva (sov) measured 34.8mm. It was perceived that the heavy calcification on the ncc and the large sov contributed to the pvl.